Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient felt stimulation in undesired location, patient was having problems with their ins settings. They were feeling stimulation too strong in the legs even though they had stimulation turned down to the lowest setting possible. Caller did not know if it moved or what but they wanted to see a manufacturer representative. The issue started in (B)(6) of 2017 however, the exact date was not provided.